Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery was (B)(6) 2019. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2019. - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/12/2019, mentor became aware that patient suffered bilateral rupture and capsular contracture baker grade IV, and went under explantation and replacement with mentor implants on (B)(6) 2019. Explantation date has been updated to (B)(6) 2019 on this form. Mentor also became aware that the implants were discarded. This report is for the patient¿s left-sided device. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 450cc mentor memorygel breast implant; catalog number: 3507450bc; serial number: sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and was presented with left side rupture. Patient also reported burning sensation, pain, hardness in the armpit area, and uneven breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.